Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; explant date: n/a. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted with a 20-millimeter (mm) non-medtronic balloon due to calcification. After completion of the pre-implant bav, the patient became hypotensive. The valve was then deployed and recaptured twice due to the valve being positioned too deep in relation to the aortic annulus. A third deployment attempt was then made as cardiopulmonary resuscitation (CPR) was initiated. With the third deployment attempt being successful, an echocardiogram was obtained which indicated pericardial effusion. Subsequently, pericardiocentesis was performed with the delivery catheter system (dcs) left in place. A venogram was next obtained, which revealed a thrombus in the right atrium. This thrombus was able to be retrieved. Ultimately, the patient died. Per the physician, the perforation was either in the right ventricle and caused by the temporary pacing system, or the perforation was in the left ventricle and caused by the guidewire as the balloon was being advanced. Per the physician, the procedure did contribute to the patient's pericardial effusion and right atrium thrombus.